Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose levels. The customer states their levels have been fluctuating. The customer states their levels were between 300 mg/dl and 400 mg/dl. The customer states they cannot troubleshoot at the time of call. The customer was advised to call back in order to troubleshoot and determine if the pump would have to be replaced. The customer's blood glucose level at the end of call was 160 mg/dl.